Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to dizzy spells. Device interrogation noted that the safety switch was triggered on right ventricular (rv) lead as a result of out of range low pacing impedance measurements. The patient was not pacemaker dependent. It was noted that noise was seen after this rv lead was surgically abandoned. Boston scientific technical services (ts) discussed that this is due to the port being open to air resulting in noise. No additional adverse patient effects were reported.